Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was unable to charge unless the customer held the charging cable in a specific position. There was no reported adverse impact to the customer. Upon follow up, the customer indicated that the issue was resolved and declined to provide further information regarding the issue.